Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.